Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Low bg cause was not known. The customer received third party assistance from an emergency medical technician (emt), who assisted with providing customer carbohydrates to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.